Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to multi organ failure. Additional information was request, however was not provided.

Manufacturer narrative:
Section a2: additional information. Manufacturer's investigation conclusion: a direct correlation between the reported events (multisystem organ failure, patient outcome) and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. The center reported that the patient expired on (B)(6) 2020 due to multi organ failure. No alarms were reported for this event. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, heartmate 3 lvas, serial number (B)(6) has not been returned for evaluation. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.